Event description:
Patient being intubated for surgical procedure with a shiley 7.0mm endotracheal tube. Immediately the anesthesiologist found the cuff leaking/not holding air to secure it during the procedure. A new et tube was obtained with a different lot number. The second et tube experienced no problems. In review of our inventory and discussion with other or leaders, our two other ors had similar experiences with leaking air from this lot of et tubes. All three ors removed this lot # et tube from their inventory. This information was also shared with upper-level leadership as our hospital system all use the same device. Unknown at this time response from manufacturer.